Manufacturer narrative:
(B)(4). Device evaluation: the product analysis lab evaluated the device and no failure or malfunction were identified that could have caused or contributed to the event. Functional and electrical leakage testing was performed and passed. Internal and external visual inspections were performed that revealed no problems. The device was determined to meet performance specification requirements. The event log was reviewed and recorded no anomalies and or instances of increased intraperitoneal volumes.

Event description:
This is a report of a patient death, three days after receiving a reload the set 201 alarm. The home patient contacted baxter for the reload set 201 alarm during his priming phase of therapy. The technical service representative (tsr) performed trouble shooting and helped to restart therapy after starting over with new product. During follow up conversation with the home patient's care giver it was revealed that the home patient had passed away on (B)(6) 2010. The following information was communicated from baxter's global pharmacovigilance: during a call with baxter customer services, the reporting nurse stated that on an unreported date, the patient was diagnosed with cardiac disease. The cause of death was a result of the cardiac disease and natural causes. Treatment information was not provided prior to death. It was not reported whether an autopsy was performed. Dianeal and extraneal therapies were ongoing at the time of the patient's death. Per the nurse, the events of fatal cardiac disease and death due to natural causes were not related to dianeal unknown and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the patient death or (B)(6). The assignable cause for the reported issue of (B)(6) was undetermined. Baxter's review of the information regarding the patient death determined that it is unlikely that the pd therapy contributed to the death.

Manufacturer narrative:
(B)(4).